Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident of a noise issue could not be conclusively determined.

Event description:
During a typical atrial flutter procedure, there was a procedural delay due to a noise issue. Electrode 3 on the catheter was noisy and did not display as expected on the mapping system. The catheter, generator and tactisys cables were all reconnected with no resolution. The molex cable, rf cable, and tactisys were replaced with no resolution. The catheter was replaced and the procedure was completed with no adverse consequences to the patient.